Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. Performance testing confirmed that the device touchscreen was inoperable. The evaluation determined that the device failure was most likely due to a faulty lcd module in the top case assembly. The top case assembly was replaced to address this issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed an astral device had an unresponsive touchscreen. There was no patient injury reported as a result of this incident.